Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via medwatch regarding a patient who was being implanted with a neurostimulator. It was reported that, during the implant on (B)(6) 2017, the distal portion of the sheath tip, noted to be approximately 1/8", appeared to have broken off. It remained inside the patient's lower back. There were no symptoms or further complications reported or anticipated. See attached medwatch (mw5071077)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.